Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor. The reported problem (won't power on, abnormal shutdowns) has been confirmed. Upon evaluation, the monitor was intermittently resetting and a pld tone was present. The cause for the intermittent resets was isolated to a failure on the computer/analog pca. The cause was unable to be isolated to a single component on the c/a board and the monitor was scrapped by the distributor. The root cause of the c/a board failure was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor would not power on properly and was resetting.